Event description:
Apparently, the coil on the multifix anchor broke while being pulled out because the anchor did not set in bone. The coil could not be found, so it was assumed it had been suctioned out or dislodged when the site was copiously irrigated. Diagnosis or reason for use: pt having right rotator cuff surgery. "Is the product compounded: no, is the product over-the-counter: no."